Event description:
Post-op x-rays discovered one of the trestle screws located at the bottom of the construct (c7 vertebrae) was no longer properly seated beneath the plates locking mechanism. The surgeon elected to remove the hardware originally implanted in 2010, and replace with a new trestle luxe system. Revision surgery was performed on (B)(6) 2013 without issue.

Manufacturer narrative:
An evaluation cannot be conducted at this time. The suspect device nor the identifying lot number have been provided. Upon receipt, an evaluation will be performed and a follow-up report submitted. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from (B)(4)). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.